Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt) procedure, after inserting the ultra sound catheter is was found that the patient had a small pericardial effusion. There was no intervention and the patient remained stable. However, the procedure was cancelled. The physician¿s opinion regarding this event was this may have been pre- existing prior to the procedure. Multiple attempts were done to request for further details of this adverse event and the cancellation. However, no additional information has been provided.

Manufacturer narrative:
(B)(4) it was reported that after inserting the uls catheter it was found that the patient had a small pericardial effusion. There was no intervention and the patient remained stable. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Bwi products in use for the procedure were: carto 3 system: ser# (B)(4). Stockert generator: ser# (B)(4). Cool flow pump: ser# (B)(4). Quad catheter: cat# d1085413, lot# 16052760m. (B)(4).